Manufacturer narrative:
Zyno medical is waiting for the arrival of the affected device.

Event description:
On 07/01/2021, a distributor of zyno medical reported a complaint. A user facility representative contacted the distributor and stated that "an administration set model bg-70071-df-tp lot 20086733 set came apart at the connector closest to where the patient is hooked up to the IV." A patient was involved but was not harmed or injured. The device operator was a registered nurse. The medication being infused was unknown. The contract manufacturer of the affected device is becton, dickinson and company.

Event description:
This is a follow-up for the initially filed MDR (3006575795-2021-00034).

Manufacturer narrative:
The contract manufacturer provided the investigation report on 08/23/2021. A trend review was performed for bg-70071-df-tp. No qns or no additional complaints related to this failure mode were found in a 12-month period. No samples or picture was received for evaluation. The root cause could not be established.